Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However inspection records of (B)(4) were reviewed and no nonconformity was observed. As mentioned in dfu, continuous direct supervision of healthcare professionals can prevent/mitigate these kind of incidents. Ensure that prongs do not fill nares completely. Allow small gap between patient's septum and base of prongs. It remains a possibility that clinicians may have not closely monitored patient to prevent elevation of the problem as it is instructed in direction for use (dfu). -improper selection of size, improper positioning or improper use may result in septal trauma or necrosis. -always begin gas flow prior to inserting prongs into patient's nares. -frequent observation of prongs position in patient's nares may be necessary this complaint will be monitored for trending purposes and is added to the related logs and charts. Not returned to manufacturer.

Event description:
Perforation of septum allegedly caused by the preemie cannula n4901.